Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states that the arctic sun device issue with patient had not warmed any, and their temperature has dropped. Nurse stated they started a patient on the arctic sun about 5 hours ago. The patient was hypothermic and their goal was to warm the patient to normothermic. Nurse wanting to confirm the device was working appropriately. Confirmed they have four pads connected with adequate coverage. Nurse stated patient was 34c at the start of their shift. They tried using alternative methods to warm patient initially. They eventually added the arctic sun around 1200. The patient's temperature dropped so they increased the rewarming rate to max but it has not seemed to help any. The target temperature(tt) was 37c, water temperature(wt) 40c, water flow rate(wfr) 2.8 l/min, current patient temperature was 33c via rectal probe. They have a secondary esophageal probe which was reading 32.5c. Nurse confirmed they have the bair hugger on, warm blankets, warm fluids running, etc. Explained the device was responding appropriately and was making extremely warm water. It appears to be patient related and we would recommend consulting the provider. Informed nurse they may eventually receive prolonged warm water exposure alarms. Explained they recommend performing frequent diligent skin checks due to the high-water temperature. Encouraged nurse to call back with any questions or issues.

Event description:
It was reported that nurse states that the arctic sun device issue with patient had not warmed any, and their temperature has dropped .nurse stated they started a patient on the arctic sun about 5 hours ago. The patient was hypothermic and their goal was to warm the patient to normothermic. Nurse wanting to confirm the device was working appropriately. Confirmed they have four pads connected with adequate coverage. Nurse stated patient was 34c at the start of their shift. They tried using alternative methods to warm patient initially. They eventually added the arctic sun around 1200. The patients temperature dropped so they increased the rewarming rate to max but it has not seemed to help any. The target temperature(tt) was 37c, water temperature(wt) 40c, water flow rate(wfr) 2.8 l/min, current patient temperature was 33c via rectal probe. They have a secondary esophageal probe which was reading 32.5c. Nurse confirmed they have the bair hugger on, warm blankets, warm fluids running, etc. Explained the device was responding appropriately and was making extremely warm water. It appears to be patient related and we would recommend consulting the provider. Informed nurse they may eventually receive prolonged warm water exposure alarms. Explained they recommend performing frequent diligent skin checks due to the high water temperature. Encouraged nurse to call back with any questions or issues.

Manufacturer narrative:
The reported issue was confirmed/unconfirmed/inconclusive. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be outlet water temperature regulation error but which is still within the allowable water temperature range. However, there was insufficient information to confirm this potential root cause. The serial number for this investigation is unknown. Per s03fa211 rev. 21, the latest labeling revision will be reviewed (baw2800548 revision 1). The instructions-for-use under baw2800548 revision 1 and baw2800424 rev. 1 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: b, e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.